Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only as part of a clinical study and did not request field service. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial irregularities/map dot dystrophy on both (ou) eyes at two week post-operative exam. Treatment date was on (B)(6) 2015; date of discovery was (B)(6) 2015. There was blurry visual acuity (va) post lasik more on the left eye (os) than the right eye (od). The map dot dystrophy surgically induced more on the os than the od. An epithelial debridement was performed on both eyes (ou). A bandage soft contact lens (bscl) was placed on ou. Ciprofloxacin, an antibiotic (cipro) was prescribed four times daily (qid). The spectacle corrected visual acuity (scva) of ou was 20/30. The patient¿s chief complaint was blurry va. The patient¿s comments was that the blurry visual acuity was more on the left eye than the right eye and that it was getting worse since treatment. The patient was seen on (B)(6) 2015 and the epithelium had healed on both eyes. The bscl was removed. Scva od 20/30, os 20/25. The cipro was discontinued (d/c). On (B)(6) 2015, the surgery center indicated the patient¿s symptoms were resolved. The patient commented the visual acuity had improved. Scva of od was 20/40 and 20/25 of os. The map dot dystrophy od>os and will be monitored at next follow-up (f/u). The post-operative of best corrected visual acuity for ou was 20/20.